Event description:
It was reported that the patient was admitted to the emergency room with a rhythm that appeared to be a ventricular tachycardia. Upon review, episodes of right ventricular oversensing were observed. The device inappropriately diagnosed ventricular tachycardia since atrial pacing was blanking events on the far-field channel. Programming changes were discussed. No intervention was performed. Patient was not symptomatic and was reported to be in good and stable condition.